Manufacturer narrative:
An ocd field engineer visited the customer site and found the probe was bent, was and the wash station was cracked. The fe also determined that the reagent and vial depth were set at zero. Replacement of the probe, wash and the proper settings has returned the instrument to expected operations. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.

Event description:
The customer observed dripping coming from the ortho provue analyzer housing unit and the dilution cup overflowing. No contamination of reagents or samples occurred as a result of his incident. No erroneous results were reported. Fluid leak can lead to dilution of reagent / sample, carry over / cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.